Event description:
The pt rec'd an scs system including an ipg on (B)(6) 2009. It was reported that she is w/o stimulation and unable to communicate with her ipg via either the charging system or the programmer. The pt allegedly has not recharged her ipg in approx 3 1/2 months. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this issue found that the alleged problem persists with use of the new charging system. An appointment will be scheduled for further interrogation of the pt's scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.